Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 999.3mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the pump had gone empty on (B)(6) 2017. On (B)(6) 2017 they had filled the pump with 20ml¿s. On (B)(6) 2017 the patient came in to have the pump filled to capacity. The healthcare provider wanted to know if the programmer would allow them to change the reservoir volume if they added more medication to the reservoir in order to fill the pump to capacity. There were no patient symptoms reported. No further complications were reported.